Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented to clinic for follow up. Upon device interrogation, the implantable cardiac monitor exhibited false elective replacement indicator. It was suspected that cold weather exposure resulted in the diagnostic anomaly of low battery. No intervention was performed.